Manufacturer narrative:
The customer's reported problem is currently under investigation by merge healthcare. The problem was found when the questionable hardware was in the process of being replaced due to an associated recall in which the nibp pump voltage is not sufficient and causes it to fail prior to reaching maximum initial pressure. Being that the issue is still under investigation, conclusions code was used. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2016, a customer reported to merge healthcare that the site's installed pdms (patient data modules) had expired calibration stickers. There was no patient involvement reported at the time the nonconforming product was identified. Reference complaint number: (B)(4).

Manufacturer narrative:
This supplemental report is submitted to the FDA in accordance with the applicable regulations and as indicated by merge healthcare in the initial report submitted 28aug2016. As stated in the initial report, the issue was found during hardware replacement activities for an associated recall (z-1203-2017, 2183926-02/15/2016-032-c) in which the nibp pump voltage is not sufficient and causes it to fail prior to reaching maximum initial pressure. Two (2) units were found to be out of calibration; however, eleven (11) units were replaced due to the recall. The affected units were assigned a non-conforming material record number ((B)(4)). The units were re-tested and re-evaluated for conformity to the required specifications and re-certified for use. The units were upgraded to schiller fw 2.52.11 according to (B)(4). No adverse effects were found during this process. The information was added to the DHR (device history record). Since there has been no other reported instances, the frequency of occurrence is very low. No further actions by merge healthcare are anticipated at this time. Revised information contained in this supplemental report includes the following: d10 - date devices returned (10/24/2016). H6 - evaluation codes: methods code: 10 actual device evaluated. Results code: 143 quality control problem. Conclusions code: 75 no failure detected, device out of specification. H10 - indication of additional manufacturer information is contained in this follow-up report.